Manufacturer narrative:
Correction: date of event: (B)(6) 2018.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta exhibited erroneous results. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® map microtube for automated process k2 edta exhibited erroneous results. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical support services had contacted the customer and determined that the erroneous low platelet count results reported had occurred with only 1 baby who was under respiratory stress. Bd notes that excessive collection time (15 minutes) precludes proper anticoagulation. In addition, increased newborn hematocrit values make this increasingly likely. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd microtainer map microtube for automated process k2 edta exhibited erroneous results. No serious injury or medical intervention was reported.